Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with blood glucose over 300 mg/dl for approximately four hours and ¿high¿ displayed on the device; the user reported eating a usual breakfast and announced it, performed a full supply change with agent guidance, and a fingerstick confirmed elevated glucose, with cause unclear. Symptoms included lethargy. Outcomes included continued monitoring at home without emergency care or hospitalization. Investigation included user troubleshooting and guidance over the phone.

Manufacturer narrative:
Investigation of this case revealed no abnormal findings during the supply change and no confirmed device malfunction based on available information. It was concluded that the event involved hyperglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.